Event description:
It was reported that on (B)(6) 2012, the patient received a slap on the implant zone. The patient reported feeling pain at the time but with no alteration to his access to sound. On (B)(6), the sound however started to become intermittent. Then for 10 days the access to sound was perfect and then the intermittencies began again. Now when the patient turns on the speech processor he can hear for a few seconds and then he is unable to hear any further sound. All the external components have been checked. Testing of the device confirmed that it has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.